Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, the suture did not come out as usual, the knot was practically untied. It was a possible cuff miss. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:only the suture trimmer was returned. Because the device, plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on the reported information and manufacturing inspection criteria, the probable cause for the reported cuff miss could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.